Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 2 mmol/l (36 mg/dl) while wearing the pod between 24 and 36 hours on the arm. Symptoms reported include vomiting diarrhea and loss of appetite. The patient was transported to the hospital by an ambulance and was treated with glucagon injections during hospital admittance. The pod was worn during the hospital visit and was replaced once the patient was discharged.